Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt, the monitor would not power up. The cause for the inability to power up was a broken ji battery connector on the monitor. The root cause for the broken connector cannot be positively determined. No adverse event resulted from the broken connector. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, it would not power up. The last pt to use this monitor did not report any problems.